Event description:
Patient underdose.

Event description:
Patient underdose. The manufacturer received 4 pictures for evaluation. On the pictures received, it is visible that the tubing assembled to the transparent pump have been exchanged. The assignable cause was determined to be an assembly failure during manufacturing.